Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -1.5/+5.5/096 diopter, in the patient's eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
Previous report source, (B)(6), was incorrect. Correct report source is (B)(6). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn/broken and foreign material on lens surface. (B)(4). Claim #(B)(4).